Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The crossit guide wire referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that using a femoral artery access approach during a procedure of the circumflex artery, an asahi fielder fc guide wire and a crossit 200 guide wire were used at different times with the 1.2 x 12 mm mini trek balloon dilatation catheter (bdc). After balloon deflation resistance with each of the guide wires was met and the devices could not be removed separately from the anatomy. The bdc and the guide wire were removed from the anatomy as a system together without reported adverse patient effect. It was noted that the bdc was used again in the procedure without reported issue. There was no reported clinically significant delay in the procedure. No additional information was provided.